Event description:
During transfer of a pt using a viking mobile lift, the adapter attaching the scale to the lift broke. No injury was alleged.

Manufacturer narrative:
(B)(4). MFR has requested the broken parts to be returned for analysis.